Manufacturer narrative:
All buttons functioning properly. However, insulin pump had corroded keypad traces. No button error alarm noted. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was at 201 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.